Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during the software maintenance release (smr) upgrade the medical staff noted a loose power port connector. The controller was exchanged with no reported effect on the patient. No further information was provided.

Manufacturer narrative:
Updated: describe event or problem, manufacturing site, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, device manufacture date, evaluation codes, additional MFR narrative. Correction: labeled for single use?. It was indicated that excessive force was not applied to the controller and the device had not been dropped. Pump parameters were displayed. The controller was allocated to the patient in 2015. It was reported that power port 1 of the controller was loose. The controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed during visual inspection. Analysis of the device revealed that the device failed visual inspection due to a loose power port 1 connector. Additionally, it was noted during the visual inspection of the controller that the o-ring gasket on power port 2 was displaced. However, the power port 2 connector was not loose. A possible root cause of the loose connector and displaced o-ring gasket may be attributed to a shift in the manufacturing process. The manufacturer has opened an internal investigation with the supplier to evaluate the loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.